Event description:
Spacelabs received a report that a software flaw in the spacelabs élance bedside monitor, model 93300, displays arrhythmia and/or st alarms as ¿on¿ in the alarm menu when they are not. No one was injured as a result of this issue.

Manufacturer narrative:
Spacelabs first became aware of this issue on (B)(4) 2013 during internal spacelabs testing while the software was only available in controlled release. The issue occurs when the user turns either the st alarms or the arrhythmia alarms to ¿on¿ in their respective setup screens and exits this display by touching the ¿normal screen¿ button instead of the ¿ok¿ button. The setup screen will then falsely indicate that the alarm is active. Although the patient is monitored for st and/or arrhythmia activity, the device will not alarm if such a condition occurs. The asystole, vfib and high/low hr alarms are not affected by this software flaw. Affected model numbers are: élance model 93300-a (arrhythmia) and 93300-t (st) vital signs bedside monitor, -05 with software version v2.03.00, build 325 and 327. élance model 93300-a (arrhythmia) and 93300-t (st) vital signs bedside monitor, -07 with software version v2.04.00, build 325 and 327. Spacelabs has received no customer complaints regarding this issue. The root cause is an ambiguous ui from a design flaw. A stop ship was ordered on the involved models on (B)(4)2013. Spacelabs identified the issue as equivalent to a u.s. Class ii recall. A class ii recall was issued with a letter dated july 5, 2013. Spacelabs field service personnel corrected the customer issue by updating monitor software per build (B)(4). Additionally, customers were advised to always exit the alarms settings menu by touching the ¿ok¿ button per the july 5, 2013 recall letter. No hardware replacement or adjustment was required to correct the customer issue. All shippable inventory was also updated per build (B)(4). This report is considered final and the issue closed. Placeholder.